Event description:
It was reported during an unknown procedure while using a 511s trocar the device would not arm ( the red arming button would not engage). A new 511s trocar was pulled to complete the case. There was no consequence to the patient.

Manufacturer narrative:
D5, 6; h4: information not available, device not returned for analysis.